Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a posterior tibial artery on (B)(6) 2025. A 3.0x38mm esprit btk was implanted without issue. The patient was brought back on (B)(6) 2025 for another procedure however it was noted that the previously implanted scaffold was shut down (clotted). Therefore, tissue plasminogen activator (tpa) was administered and the scaffold was post dilated. Two esprits scaffolds were implanted, one distal and one proximal. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.